Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on 21feb2023, no patient affection. The device was tested before patient application. Per follow up information received via email on 14mar2023, no patient affection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Following onsite evaluation, the device was sent to crawley depot for additional evaluation and potential repair. It was confirmed that the device was not cooling. Replaced mixing pump. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labeling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. Per review of wo on (B)(6)2023, no patient affection. The device was tested before patient application.